Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Receiver functional testing was performed passed all relevant tests. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.